Manufacturer narrative:
Root cause is identified to be user-related. Care should be taken to dispense the product in a manner to avoid inhaling material and to wear proper protective barrier, a mask, to prevent the risk of contact with the arista ah. The instructions-for-use recommend, position the applicator as close to the source of bleeding as possible. Arista¿ ah is a fine, dry, sterilized powder that is 100% plant-based polysaccharide, biocompatible, non-pyrogenic, and typically absorbed within 24 to 48 hours. If additional information is provided, a supplemental MDR will be submitted. Used in patient.

Event description:
It was reported that a surgeon walked into the or while another surgeon was applying arista ah hemostat to a patient. The surgeon that walked in reported that he felt like he had something in his mouth and thinks its because he may have inhaled the arista ah powder by mistake. There was no reported medical complication however additional information on symptoms and treatment that requested has not been provided. Therefore it is not known if any treatment was needed to resolve the reported issue.